Manufacturer narrative:
Investigation into this event determined that the customer swapped patient samples after the sid barcode had been read, but prior to sample metering. User error is the root cause of this event.

Event description:
A customer observed patient sample results associated with the wrong patient demographics for a sample on the 950 analyzer. Mis-association of patient demographics and results may lead to inappropriate physician action. The incorrect results were reported to the physician, but no treatment was provided and there was no report of patient harm as a result of this event.